Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide via a 7f sheath after a percutaneous coronary intervention. When the plunger was removed, a cuff miss was noticed. While the guide wire was being inserted to exchange proglide devices, the proglide device was removed by mistake and vessel access was lost. Therefore, manual compression was performed to achieve hemostasis. There was no adverse patient sequela and no reported, clinically significant delay in the procedure or therapy. No additional information was provided.